Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2018-03727

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03727.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-03727. It was reported (france) the patient had an scs system implanted using a penta lead and ipg (unknown model) for bi-lateral lumbar-sciatica. During a surgical procedure (for an unknown reason) the surgeon experienced difficulties while extracting the two lead tail connections from the ipg (date of procedure is unknown). One tail was removed without issue. The surgeon reported resistance upon extracting the second tail, noting the connection was bent and one of the lead contacts remained in the header. The surgeon decided to connect the same penta lead to a new ipg (model 3772 sn (B)(4)). The surgeon decided to install the system (implant date unknown) with only one working side of the penta lead. The patient was not satisfied and the surgeon decided to remove and replace the system with a new penta lead and new prodigy ipg on (B)(6) 2018. The patient is now satisfied with therapy. Additional information has been requested; however it is unavailable at this time.